Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on site and identified that the power tray of the m cabinet was faulty, which causing system boot up issue. A review of the system logfiles found a malfunction with pdu fan tray and dcps (direct current power supply). The cause of the pdu fan tray and dcps failure could not be conclusively determined by the suppliers part analysis, however the replacement of the pdu fan tray and dcps by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.